Manufacturer narrative:
Returned guidewire was found its core wires were broken at 12mm from tip end after heavily twisted to clockwise direction and locally bent, coil was elongated for approx. 2 cm, but the guidewire was in one unit up to distal end. Lot history review revealed no anomaly relating with the reported event. With the provided info and the outcomes of the investigation, it is inferred that, during the use in procedure, the tip end of the guidewire might be caught in, highly supposedly, the target lesion, where guidewire removal manipulation was given with continuous rotation against resistance, resulting the breakage of the core wire by the force exceeding the products design limit and elongation of the coil along with removal of the guidewire.

Event description:
Reportedly, two astato 30 guidewires were used to unk vessel and procedure, both guidewires sheered off and stretched into a very thin piece of wire from the distal tip to the body of the wire. Everything remained intact and nothing was left behind in the pt's body. Pt was not injured. Two reports are filed under 3003775027-2014-00053.